Event description:
Additional information was received from a consumer on (B)(6) 2017 reporting that they were reprogrammed so that it fit in (B)(6) 2017. This was interpreted to mean that the reprogramming occurred in (B)(6) 2017. The patient had to turn it off for the CT scan. Patient weight was reported to be (B)(6). No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for head/neck (non-malignant) and spinal pain. The patient had 2 electrodes in their back and 1 in their occipital bone for chronic neck and headaches. The patient could not get the ones that run along the fusion in the back of their neck to ¿fire off¿ or to work and their head was just pounding. This had happened one time last year in 2016 or maybe even in 2015. The date could not be clarified because the patient ¿could not think right now.¿ at that time they called a manufacturer representative who fixed it for them to activate all of the letter groups (clarified to mean electrodes). Additional information was received on (B)(6) 2017 regarding an appointment between the consumer and manufacturer representative on (B)(6) 2016 that the patient was not getting any coverage in their neck and base of their skull. Impedances were tested resulting in 7 and 8 out of range. The patient had ¿3 groups a-d.¿ a was running 4 zones and b, c, and d were running 3 zones. The mapping on a was zone 1 for left neck, zone 2 for base of skull, zone 3 for middle neck, and zone 4 for right neck. They slowly increased stimulation on each zone and they felt the stimulation respectively in each area of pain. There was a significant change in amps per zone. They were able to cover 100% of the painful areas now avoiding electrodes 7 and 8. The mapping of the groups was written out and provided to the patient for reference. The ¿group adjust¿ was deleted since each zone ran at different voltages and because it was easier for the patient to decipher the different zones than to see the 4 horizontal lines. The patient was able to come back and demonstrate how to change between the different zones. Group b, c, and d were also generated similar to a. The patient expressed that they were happy with the programming and would call the manufacturer representative with any further needs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.